Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient had utis often and had to discontinue use while they were on antibiotics.

Event description:
The patient mentioned urinary tract infection (uti) for about a month ago. Patient stated went on 8 day of antibiotics and after that didn't do a urinalysis. Kept having symptoms of burning of the urine and went back to doctor and determined never seen such worse urine and took off thing and finished up antibiotics on the (B)(6) but no way of knowing if uti was gone or not. Patient reported some good days with no instances but some days bad because of the uti. Uti colonized and more or less always have one. Patient did not want to overdose on antibiotics. Might have to be on one daily to keep it from coming back. No further patient complications have been reported because of this event in the event description. The patient indicators for use are for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor.